Manufacturer narrative:
During analysis, it was found that the lead body insulation was damaged by crushing approximately 16 cm distal to the connector pin. Furthermore, the inner coil leads showed a lead break at this position. The characteristics of the damaged lead body structure suggest excessive mechanical load on the lead due to subclavian crush syndrome. The lead insulation showed wear 8.5 cm distal to the connector pin, as noted in the complaint. The position and type of wear suggest a simultaneous occurrence of great pressure of the lead on the ICD housing and also the lead rubbing against the ICD housing. There was no indication of a materials defect or a manufacturing defect.

Event description:
Ous MDR - after an implantation time of about 49 months, muscle stimulation of the patient was reported in the right shoulder. In addition, an insulation defect was reported above the lead fixation sleeve after surgically opening the device pocket. After the lead had been surgically exposed some more and extracted without trauma, another insulation defect was suspected below efh.